Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the cuff stopped working and inflation issues were present. Upon explant, it was identified that the pump was staying flat, there was air in the entire system and a fluid loss in the balloon caused by a hole in the same component. All components were removed and replaced with no patient complications.